Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes dust or dirt problem. There is no evidence to suggest that the user may not have properly handled/used the device in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited dirt at the objective lens. There was no patient involvement.